Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for unk - screw locking/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date is unknown. The complainant indicated the helical blade cut out of the femoral head and the patient was revised due to pain and non-union. In addition, during the removal a subtrochanteric fracture was identified. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation(orif) of the right hip utilizing an intramedullary nail was performed on an unknown date. Subsequently the helical blade cut out of the femoral head and the patient was revised on (B)(6) 2016, due to pain and non-union. The helical blade, the nail and one 5.0mm locking screw were removed intact. The initial plan was to revise the patient with a total hip prosthesis. During the removal a subtrochanteric fracture was identified, and the patient was revised with a trochanteric fixation nail. There was no reported surgical delay. The procedure was successfully completed with the patient in stable condition. This complaint involves 3 devices. This report is 3 of 3 for (B)(4).